Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a patient via a manufacturer representative regarding that patient who was implanted with a neurostimulator for post lumbar laminectomy syndrome. It was reported that there was a power on reset message. The patient had fallen and broken her hip and she had surgery on (B)(6) 2015. The symptom reported was no stimulation. The patient was getting appropriate stimulation at the time of the report, and the manufacturer representative did an impedance check and it showed no issue. The recharger showed a recharge date of (B)(6) 2001, which doesn¿t correspond to a power on reset date of (B)(6) 2015, when the patient had surgery. It was reviewed to make sure that the patient¿s clock is set properly. It was suspected that the power on reset occurred (B)(6) 2015 during surgery. The patient was redirected to their health care provider.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.